Event description:
Customer reported that the device displayed "call service" and logged a fault code in the memory. Physio-control observed that the device would not complete the boot up process. There was no report of pt involvement with the event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the root cause of malfunction to be the u8 ic chip.